Event description:
It was reported that the patient was seen in clinic with inappropriate auto mode switch episodes due to atrial lead noise. The physician suspected a lead fracture. The noise was reproducible through pocket manipulation. No intervention or patient symptoms were reported.